Manufacturer narrative:
(B)(4). Investigation summary, no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery planned for the patient needing to preserve cup that is in situ currently and promote bone preservation - need replacement liner for the cup. Note from sales rep: the patient needs a liner replacement for the duraloc option cup that was implanted in 2004. At the date of operation, the patient was (B)(6) and the procedure was a revision operation. The patient has not presented any adverse symptoms and there is no alleged deficiency with the depuy product. The liner needs to be replaced after identifying some wear to the liner as could be expected.